Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower readings with the adc device. The customer reported unspecified lower sensor readings as compared to capillary result, and had headache, was fatigued and thirsty, and felt sick. The customer had contact with a healthcare professional who treated customer with insulin (dose/type unknown) for hyperglycemia.